Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when an asymptomatic patient presented in clinic for a follow up, high voltage lead impedance measurements were noted to be elevated. Externalized conductors were also noted. Based on the review of the fluoroscopy views provided to st. Jude medical, the conductors do not appear to be externalized. The lead remains implanted.